Event description:
The customer reported to olympus that while using the evis exera ii video system center, the camera and electronic (scope) mirror connection interface is loose, the contact is poor, and the screen flashes when shaking. The issue was found during inspection for use and there was no delay, and the patent was not under sedation. The facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation the camera and electronic (scope) mirror connection interface was loose, the contact is poor, and the screen flashes when shaking. Also found was noise that occurred in the image when the connector was shaking due to the faulty 180 connector unit. The cord holder was also missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e1 and g2. Please see updates to e1, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the flashing image occurred due to a loose video connector socket. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [Chapter 8 installation and connection] never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.